Manufacturer narrative:
H6: inspection. Results: there have been (B)(4) previous confirmed complaints relating to the disengagement of the tulip for this design of xia 3 screws. The screw was returned and it was confirmed that the tulip separated from the bone screw. The crown of the bone screw has a large imprint on its side. There are additional deformations on the opposite side. The clip also was significantly damaged. The DHR for this device's batch was reviewed and no deviations were noted. In this case the surgery was extended by 30 minutes and the surgery was completed successfully. Conclusion: based on the observations of the returned implant, it is assumed that the disengagement of tulip is caused by an over-load by the surgeon. The normal wear deformations of the tulip and bone-screw head produced during multiple tightening could ease disengagement. The returned blocker indicates that the rod was not fully installed into the tulip before final tightening. Incorrect placement of rod in the screw tulip could lead to application of an elevated load and therefore facilitate the tulip disengagement.

Event description:
On (B)(6) 2012, xia3 surgery was performed. First, the surgeon put the screw into l5 left and fastened the screw and a temporary rod for decompression. After that, when he inserted 150 mm length rod (l2-s) and did the final tightening, the screw of l5 left broke. The tulip head of polyaxial screw separated from the screw. The screw was extracted and other new screw was used.